Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) was not connected, an investigation was completed to determine the cause of this reported event. The reported issue was addressed with phone support. Field service engineer (fse) stated that the clinical sales representative (csr) noted that the vision toer has red led on top of the fiber port. Csr was directed to unplug the psc from the top port and relocate to the other port occupied by the second surgeon side console (ssc). The psc powered on with no issues. Csr was then instructed to clear the top fiber port and the vision toer. After the port was cleaned and fiber plugged back in the led turned blue. Multiple power cycles were performed, and the issue did not reoccur. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is considered a reportable event due to the following conclusion: the surgery was converted to laparoscopic after the start of the procedure due to the patient side cart not connecting message. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted nephrectomy surgical procedure, the staff received a message that the patient side cart (psc) was not connected. The psc power button was amber, and the outside was flashing blue. The customer verified the psc was connected to power; the fiber cables were fully seated. Customer replaced the psc fiber cable and attempted to power cycle the psc using the emergency power off (epo) and breaker two times with no change. Clinical sales representative (csr) called back after the procedure to perform troubleshooting. Technical support engineer (tse) walked the csr through doing a hard reboot on the system. Csr hooked up a brand-new blue fiber cable from the vision side cart (vsc) to the psc. After rebooting the issue returned. The procedure was completed laparoscopically with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that this occurred during set up. The patient side cart was not docked to the patient and just turned off. The patient was under anesthesia and the ports were placed. They did not have to increase port sizes. There was no injury to the patient and the patient tolerated the conversion well.